Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a glaucoma stent implant surgery, the surgeon had difficulties trying to implant a glaucoma stent and had to abort the procedure due to a collapse of the tissue around the target site. The stent was not implanted and the patient experienced intraocular bleeding after the procedure. Additional information has been requested.

Event description:
New information received from the surgeon. The event occurred during the attempt of the implantation. As the tip of the implant touched the peripheral iris of the chamber angle, an acute bleeding and subsequent cyclodialysis occured. The implant was immediately retracted and not implanted. The patient experienced chorioidal and intravitreal bleeding with visual loss and hypotony. A cyclopexy was performed about three to four months after initial surgery. The pressure is currently high again, but the patient developed an epiretinal membrane with a fifty percent reduction of the va. The surgeon did an anterior washout and aborted the procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).